Event description:
On (B)(6) 2011, pt reported the up button on the infusion device does not function properly. The button will stick and the protective rubber is peeling off. Pt switched to her backup infusion device. She has used this infusion device for a couple of years and boluses 3 - 4 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.